Event description:
It was reported that boston scientific technical services (ts) was contacted by the healthcare professional regarding two different consult displaying error messages and being unable to read the device data when interrogating. Ts informed that the device was at the elective replacement indicator (eri). Subsequently, the patient underwent a replacement procedure and the device was successfully replaced. No additional adverse patient effects were reported.